Event description:
It was reported that the user accidentally announced a meal as lunch instead of breakfast while their blood glucose was 116 mg/dl, which resulted in the ilet delivering the user¿s typical lunch dose of 12 units rather than their typical breakfast dose of 9 units. No reported adverse effects. Outcomes included no alerts or alarms, no need for medical intervention, and no hospitalization. Investigation included user coaching on monitoring blood glucose and treating potential lows, with troubleshooting and education completed. Investigation of this case revealed user input error regarding meal type selection; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.